Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
On january 19, 2007, the customer reported to bsc that during a hemostasis procedure within the stomach (patient gender & age unknown), the resolution clip grasped the tissue; however, "upon deployment a piece of the catheter that held the clip broke off & fell into the patient". "The piece of the metal was retrieved from the patient and the clip completed the procedure by staying on the bleed site and completing hemostasis". The patient did not sustain any complications or ill effects as a result of this issue.